Event description:
It was reported that during a lap gastrectomy, the target tissue slipped forward at the 2nd stroke of the 7th firing when the device was used for closing the anastomosis slot. Most staples were formed as intended, but the staples of the distal part were not deployed. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were the staples at the distal part not deployed due to the tissue slipping forward?---no. On what tissue type was the device used? At what location on the tissue? ---gastric body. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. Was buttressing material utilized? ---no if so, which product? Was the instrument fired across or near an existing staple line or clip? ---yes, across an existing staple line. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr45d cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.